Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there is doubt that the biometry measurements were accurate during a diagnostic exam. There has been no harm to the patient.

Manufacturer narrative:
The system and probe were examined and no problem was found. The system and probe were found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system and probe functioned to specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).